Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant and significant pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), procedural pain ("she suffered a painful post-operative recovery"), rash ("skin rash"), weight decreased ("weight loss"), feeling abnormal ("brain fog"), muscle twitching ("facial twitching"), dental caries ("tooth decay"), inflammation ("inflammation"), hypertension ("high blood pressure"), depression ("depression"), alopecia ("hair loss"), syncope ("fainting episodes"), anxiety ("anxiety") and pain ("pain while walking"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, rash, weight decreased, feeling abnormal, muscle twitching, dental caries, inflammation, hypertension, depression, alopecia, syncope, anxiety and pain was resolving. The reporter considered alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, hypertension, inflammation, muscle twitching, pain, pelvic pain, procedural pain, rash, syncope and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant and significant pelvic pain") in a 31-year-old female patient who had essure (batch no. 625646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obsessive-compulsive disorder, panic attacks and cocaine abuse. Concurrent conditions included diaphoresis, varicose veins of lower extremities, smoker, mrsa cellulitis, dental caries, drug allergy, endometriosis, urinary frequency, hemorrhoids, nickel sensitivity, bipolar depression and anxiety state. Concomitant products included amoxicillin for tooth infection as well as acetylsalicylic acid (aspirin), citalopram, diphenhydramine hydrochloride (benadryl), ibuprofen, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan), naproxen (naprosyn) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 27 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced feeling abnormal ("brain fog"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") and headache ("headaches/ right- sided headache"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("she suffered a painful post-operative recovery"), rash ("skin rash"), weight decreased ("weight loss"), muscle twitching ("facial twitching"), dental caries ("tooth decay"), inflammation ("inflammation"), hypertension ("high blood pressure"), depression ("depression"), syncope ("fainting episodes"), pain ("pain while walking"), migraine ("migraines"), chest pain ("pain in the left -sided chest") and pain in extremity ("pain in the left -sided arm/ left arm pain/ left leg pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, rash, weight decreased, feeling abnormal, muscle twitching, dental caries, inflammation, hypertension, depression, syncope, anxiety, pain, vaginal haemorrhage, menorrhagia, fibromyalgia and migraine was resolving, the alopecia had resolved and the headache, chest pain and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, headache, hypertension, inflammation, menorrhagia, migraine, muscle twitching, pain, pain in extremity, pelvic pain, procedural pain, rash, syncope, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date: (B)(6) 2007. Left tubal ostium: 1 coil. Right tubal ostium: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes; on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2016: surgical pathology report: specimens: fallopian tube, fallopian tube after essure coil removed. Fallopian tube, fallopian tube after essure coil removed. Final diagnosis: result: left fallopian tube after essure coil removal, salpingectomy (specimen 1): benign fallopian tube, transected. Right fallopian tube after essure coil removal, salpingectomy (specimen 2): benign fallopian tube, transected. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: fibromyalgia, chest pain, anxiety, alopecia, dysmenorrhoea, pain in extremity, dental caries, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant and significant pelvic pain") in a 31-year-old female patient who had essure (batch no. 625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obsessive-compulsive disorder, panic attacks and cocaine abuse. Concurrent conditions included diaphoresis, varicose veins of lower extremities, smoker, mrsa cellulitis, dental caries, drug allergy, endometriosis, urinary frequency, hemorrhoids, nickel sensitivity, bipolar depression and anxiety state. Concomitant products included amoxicillin for tooth infection as well as acetylsalicylic acid (aspirin), citalopram, diphenhydramine hydrochloride, ibuprofen, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan), naproxen (naprosyn) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), 5 months 27 days after insertion of essure. On (B)(6) 2008, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced feeling abnormal ("brain fog"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") and headache ("headaches/ right- sided headache"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("she suffered a painful post-operative recovery"), rash ("skin rash"), muscle twitching ("facial twitching"), dental caries ("tooth decay"), inflammation ("inflammation"), hypertension ("high blood pressure"), depression ("depression"), syncope ("fainting episodes"), pain ("pain while walking"), migraine ("migraines"), chest pain ("pain in the left -sided chest"), pain in extremity ("pain in the left -sided arm/ left arm pain/ left leg pain / right leg pain"), facial pain ("facial pain"), dyspnoea ("shortness of breathe"), pruritus ("itching") and musculoskeletal pain ("butt cheek pain to the tip of toes pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, procedural pain, rash, weight decreased, feeling abnormal, muscle twitching, dental caries, hypertension, depression, syncope, anxiety, pain, vaginal haemorrhage, menorrhagia, fibromyalgia, migraine and pain in extremity was resolving and the dysmenorrhoea, inflammation, alopecia, headache, chest pain, facial pain, dyspnoea, pruritus and musculoskeletal pain had resolved. The reporter considered alopecia, anxiety, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, facial pain, feeling abnormal, fibromyalgia, headache, hypertension, inflammation, menorrhagia, migraine, muscle twitching, musculoskeletal pain, pain, pain in extremity, pelvic pain, procedural pain, pruritus, rash, syncope, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date: (B)(6) 2007. Left tubal ostium ¿ 1 coil. Right tubal ostium ¿ 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: confirming full occlusion of fallopian tubes; on (B)(6) 2008: results: total bilateral occlusion.. Diagnostic results: on (B)(6) 2016: surgical pathology report:specimens: 1) - fallopian tube, fallopian tube after essure coil removed. 2) - fallopian tube, fallopian tube after essure coil removed. Final diagnosis: result: left fallopian tube after essure coil removal, salpingectomy (specimen 1): benign fallopian tube, transected. Right fallopian tube after essure coil removal, salpingectomy (specimen 2): benign fallopian tube, transected. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: fibromyalgia, chest pain, anxiety, alopecia, dysmenorrhoea, pain in extremity, dental caries, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Reporters information updated. Event: shortness of breath, facial pain, itching , musculoskeletal were added. Event: right leg , facial pain, chest pain, shortness of breathe , cramping, headache , inflammation, itching , musculoskeletal pain outcome were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant and significant pelvic pain") in a 31-year-old female patient who had essure (batch no. 625646) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obsessive-compulsive disorder, panic attacks and cocaine abuse. Concurrent conditions included diaphoresis, varicose veins of lower extremities, smoker, mrsa cellulitis, dental caries, drug allergy, endometriosis, urinary frequency, hemorrhoids, nickel sensitivity, bipolar depression and anxiety state. Concomitant products included amoxicillin for tooth infection as well as acetylsalicylic acid (aspirin), citalopram, diphenhydramine hydrochloride (benadryl), ibuprofen, ketorolac tromethamine (toradol), lorazepam, lorazepam (ativan), naproxen (naprosyn) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 27 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced anxiety ("anxiety"). On (B)(6) 2012, the patient experienced feeling abnormal ("brain fog"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") and headache ("headaches/ right- sided headache"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("she suffered a painful post-operative recovery"), rash ("skin rash"), weight decreased ("weight loss"), muscle twitching ("facial twitching"), dental caries ("tooth decay"), inflammation ("inflammation"), hypertension ("high blood pressure"), depression ("depression"), syncope ("fainting episodes"), pain ("pain while walking"), migraine ("migraines"), chest pain ("pain in the left -sided chest") and pain in extremity ("pain in the left -sided arm/ left arm pain/ left leg pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, procedural pain, rash, weight decreased, feeling abnormal, muscle twitching, dental caries, inflammation, hypertension, depression, syncope, anxiety, pain, vaginal haemorrhage, menorrhagia, fibromyalgia and migraine was resolving, the alopecia had resolved and the headache, chest pain and pain in extremity outcome was unknown. The reporter considered alopecia, anxiety, chest pain, dental caries, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fibromyalgia, headache, hypertension, inflammation, menorrhagia, migraine, muscle twitching, pain, pain in extremity, pelvic pain, procedural pain, rash, syncope, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date: (B)(6) 2007. Left tubal ostium ¿ 1 coil. Right tubal ostium ¿ 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes; on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2016: surgical pathology report:specimens: 1) - fallopian tube, fallopian tube after essure coil removed. 2) - fallopian tube, fallopian tube after essure coil removed. Final diagnosis: result: left fallopian tube after essure coil removal, salpingectomy (specimen 1): benign fallopian tube, transected. Right fallopian tube after essure coil removal, salpingectomy (specimen 2): benign fallopian tube, transected. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: fibromyalgia, chest pain, anxiety, alopecia, dysmenorrhoea, pain in extremity, dental caries, depression, menorrhagia. Most recent follow-up information incorporated above includes: on 10-sep-2018: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), fibromyalgia, migraines, headaches, pain in the left -sided chest, pain in the left -sided arm. Concomitant and historical conditions were added. Lot no was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.